Manufacturer narrative:
Note, this event occurred in canada but was reported by someone in the united states. This medwatch submission is both an initial and final report as the investigation has been completed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer stated, she is experiencing a needle clog when trying to take her injections. Stated, does not prime pen needles before attempting the injections but will do that going forward. Lot: unknown. Catalog: bd nano pro, 4mmx32g. Date of event: unknown. Samples: no, (B)(6). From: (B)(6) sent: wednesday, (B)(6) 2025, 11:27 am to: product complaints (B)(6) customer says that he has a problem with a needle bd nano pro ultra fine pen needles customer. Customer says that he has a problem with a needle. Bd nano pro ultra fine pen needles. Customer name. Problem with bd nano pro ultra fine needle 4mm x 32g.